Manufacturer narrative:
Device evaluation: follow-up report submitted, to document device evaluation results. No product return, per the customer.

Event description:
It was reported, that at the user facility, there were software issues. The procedure was completed successfully without a clinically significant delay, no adverse consequences or medical intervention were reported.

Event description:
It was reported that at the user facility there were software issues. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.